Event description:
It was reported via repair work order that the brakes are not staying engaged due to a worn cam bearing and brake adjuster. No adverse consequence or clinically relevant delay in treatment was reported